Event description:
Freestyle libre 2 sensor: patient reports the needle inside the device is solid and not flexible. Patient brought back two of these sensors to the pharmacy the day after he picked them up and we confirmed the needles on both devices were hard and not flexible like they should be and have been for him in the past. This is dangerous and can harm the patient. The lot numbers for both devices are ktp009427; the sn for one device is (B)(6); the sn for the other device is (B)(6). Reference report: mw5159373.